Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the device was returned without the pouch. A functional evaluation found that the plunger was pushed and flexible metal ring protruded without difficulty. The plunger was pulled and the metal ring retracted completely into the shaft of the instrument without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the bag tore and the specimen fall into the patient. Another device was inserted to remove the appendix specimen and complete the case. There was no patient injury.